Manufacturer narrative:
(B)(4).

Event description:
It was reported that pain or discomfort during use occurred. Date of event is an approximation. The patient's arm was swollen where the wearable was inserted. He was brought to the emergency room by his wife on (B)(6) 2024 around 11:00 am because of a pinched nerve. The patient felt pain in his chest and arm. The patient was in the emergency department for 5 hours and treated with an unremembered muscle relaxant. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.